Event description:
Procedure type: lap sigmoid. According to the reporter: the surgeon placed the pursestring on the proximal section of colon and did not seems to have issues until he tried to mate the eea with the anvil. The tissue tore away from the pursestring suture on the anvil as he was closing it on the eea. The surgeon then got another pursestring device and used the same anvil to recreate the pursestring. He mated the anvil to the eea device and then checked the device and tissue before firing. Everything appeared to be okay. In checking the donuts, the proximal donut was found to be incomplete the clips from the purse string device were visible. When testing the anastomosis, a leak was found, the surgeon over-sewed the staple line. He then gave the patient a loop ileostomy to allow the area to heal due to the leak and subsequent repair. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).